Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited high impedance and loss of output when connected to the ventricular lead. The device was removed and lead testing via the psa found no anomalies. After reconnecting the device, the issue remained. The device was no longer used and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).